Event description:
Customer had an infection in his finger because he had been using the same multiclix lancet for a year. The doctor prescribed antibiotics and an ointment for the infection. A request was made for the return of the device and lancets, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.